Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report the patient's receiver displayed a transmitter failed error on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.